Manufacturer narrative:
E1: initial reporter facility name: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a severely tortuous and severely calcified coronary artery. A 2.00mm x 15mm fg emerge balloon catheter was advanced for dilatation. However, during first inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was removed and completed the procedure with another of same device. There were no patient complications reported. Patient was in good condition.